Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. A review of the system logs confirmed the suspected illuminator. Functional testing reproduced the customer reported issue and investigation of the system found a defective illuminator. The fse replaced the illuminator to resolve the issue. The system was tested and verified as ready for use. Isi received the part involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the reported complaint. Fa installed the illuminator in an in-house printed circuit assembly (pca) system and confirmed the reported issue. The illuminator was tested and displayed a recoverable error 297.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the system displayed non-recoverable error 297. It was noted that the illuminator light emitting diode (led) indicator was not illuminated. The customer then received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). A review of the site's system logs confirmed the occurrence of the non-recoverable error 297 and recoverable error 48238. The customer was instructed to disconnect the communication cable between the illuminator and the dual camera ccu (doco) and perform a power-cycle. Once the system powered back on, the customer recovered from the error fault. Following this, an external laparoscopic illuminator was connected to continue the procedure. No further issue was observed. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.